Event description:
The customer reported that they were getting the error "active stop error" on the control panel of the c-arm. Also, the error message on the monitor said "turn the workstation off", and the system did not boot up normally.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the failure.